Event description:
Approximately 5.5 years after a total right knee replacement, the patient was revised due to suspected early poly wear. The patient was revised to an active-e poly. The event is not related to a breakage of the device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4, (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, (B)(6), 13a2101 - cemex system fast genta 70g, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(6), 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of insert prosthesis wear. Possible causes of the observed polyethylene wear include high contact stress during knee flexion, third body wear, inclusion of polyethylene in the packaging recall or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.